Event description:
It was reported that during a low anterior resection procedure, the rectum was cut after the device was fired. When the cut line was checked, it was found that the staples were unformed on the target tissue. At first, double stapling technique was scheduled, but the operation was converted into the hartmann operation and stoma was created. The patient developed infection and is still in the hospital.

Manufacturer narrative:
(B)(4). The target tissue was not so thick and not so rigid. The tissue was distributed evenly in the jaw. The device did not have a difficulty in closing and firing and then the firing trigger was grasped completely. The leak test was not performed after use the device. The infection of a wound developed after 1 week postoperatively. The patient is still in the hospital.

Manufacturer narrative:
(B)(4) additional information requested and the following response was received on 8/2/2010: the device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. A batch record review was performed and no anomalies were found during the manufacturing process.